Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that crack was found before use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "material no. 368651. Batch no. 9024997. It is reported blood did not flow into tube during specimen collection. Blood exposure was also experienced when attempting to switch out vacutainer. -it is reported IV shield was witnessed as cracked. Case on needle is cracked and guard not all there. No remnants in plastic. Not enough guard to cover needle after use. Needle available."